Event description:
The customer reported the system displayed a communication error and shut down. This error will cause the system to lockup or not to boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and its connectors and the cine bridge board, and adjusted the 5 volt power supply. The system operates as intended.